Event description:
The product was unable to be delivered to the patient in the syringe provided with the injection. It never flowed through the injection device in the box that the injection implant came in. The prolaryn plus on the long needle was placed 5 mm deep into the left tvc, just anterior to the vocal process in the lateral aspect of the tvc. This was extremely difficult to inject d/t the viscosity. After multiple attempts only about 0.1 ml was able to injected and it plugged multiple needles. The prolaryn gel was then used and about 0.3 ml of this was injected into the same spot, bulking the cord towards midline.